Event description:
The pt reported surging and indicated, the device will not turn down or off. The spouse found the pt at the bottom of the stairs; the pt did not remember how he got there. The pt stated the stimulation is "going up and down". It goes from low to high stimulation with various time frames. The pt has been turning off the neurostimulator when the stimulation is too painful but then has to turn it on again to control the pain. Troubleshooting was performed by the MFR on how to turn the device off. The pt programmer indicated that device was off, however, the pt still felt the surging. The MFR referred the pt to their hcp. The pt's last programming session was about 3-4 mos ago. Add'l info has been requested by medtronic from the hlthcare professional regarding the reported event. A supplemental MDR f/u report will be sent to the FDA if add'l info is rec'd.